Manufacturer narrative:
It was determined that the root cause was assembly error resulting in the displacement of the ball bearings, thus causing the motion lock. Philips has identified this failure mode to cause the detector to slide down to its hardware limit, and that could result in a serious injury. This complaint was identified during a retrospective review. (B)(4).

Event description:
The site reported a radius lock on a brightview camera which caused the system motion to stop. The technologist reported hearing a loud noise. It was determined by a philips field engineer that the lead screw (p/n 453560303671) and ball nut (p/n 453560305981) were causing the problem. The fse noticed that some of the balls from the ball nut had fallen down and caused the loud noise. In this case, the detector did not slide, but locked up. There is no report of pt injury at this site. It has been known to philips that this failure mode can cause the detector to slide down to its hardware limit, and can cause a serious injury if a pt is on the table.